Event description:
It was reported that a patient death occurred. During the procedure, a faradrive steerable sheath and the versacross access solution were selected for use. The physician experienced access difficulties from the beginning. After transseptal puncture, a large effusion was observed in the left atrium. The team monitored the effusion for approximately eight minutes and proceeded with the case per physician direction. The ablation itself was completed without issues. Following the procedure, a non-boston scientific device was unable to achieve hemostasis at the access site, and bleeding continued. Interventions include holding pressure and femoral artery compression device used to stop bleeding. When the device related portion of the procedure concluded, the patient was still bleeding. The patient was hospitalized. It was later reported that the patient died from hemorrhagic shock. Based on the information, there is no indication that the faradrive system contributed to the outcome. The device is not expected to be return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient death occurred. During the procedure, a faradrive steerable sheath and the versacross access solution were selected for use. The physician experienced access difficulties from the beginning. After transseptal puncture, a large effusion was observed in the left atrium. The team monitored the effusion for approximately eight minutes and proceeded with the case per physician direction. The ablation itself was completed without issues. Following the procedure, a non-boston scientific device was unable to achieve hemostasis at the access site, and bleeding continued. Interventions include holding pressure and femoral artery compression device used to stop bleeding. When the device related portion of the procedure concluded, the patient was still bleeding. The patient was hospitalized. It was later reported that the patient died from hemorrhagic shock. Based on the information, there is no indication that the faradrive system contributed to the outcome. The device is not expected to be return due to disposal.

Manufacturer narrative:
The reported allegation is not confirmed. The device has not been returned to bsc for analysis at this time. Device history record (DHR) review: the DHR for the found lot numbers was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed. Pericardial effusion is considered within the risk threshold for cardiac trauma. When the sheath is used to access the heart, under normal use, this can cause cardiac trauma to occur. Hemorrhage is a known procedural complication related to vascular access and hemostasis and, in this case, is considered secondary and not attributed to the faradrive system. Hemorrhage is considered within the risk threshold of surgical complications. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "adverse event related to procedure" cause code was selected based on the information provided within the event description. The reported pericardial effusion is a known potential complication associated with transseptal access and catheter manipulation, as addressed within the IFU for the faradrive sheath. The reported hemorrhage and subsequent death due to hemorrhagic shock are considered secondary complications. Based on the available information, these events are not attributed to the faradrive system, as the inability to achieve hemostasis was associated with a non-boston scientific device and post-procedural management; therefore, the adverse event related to procedure cause code was selected.